Event description:
It was reported that fail regurge and flushing after insertion was complete. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4315 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in south korea.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occlusion is confirmed. Two 5 fr dual lumen powerpicc kits were returned for evaluation. An initial visual observation showed that the kit boxes and trays were returned open. Use residue was observed on and within both kit trays and a relatively large amount of blood residue was observed within one of the catheters. The pinch clamp on the red lumen of sample with a large amount of blood residue within the catheter was observed to be engaged, and both pinch clamps on the other sample were found to be engaged. Both lumens of both samples were flushed with a 12 ml syringe of water. The purple lumen of the sample with a relatively large amount of blood residue within the catheter was found to be partially occluded and became patent after pressurization, and the red lumen of this sample was found to be patent until it was aspirated, at which point it became fully occluded with blood residues. Both lumens of the other sample were found to be patent to infusion and aspiration. The buildup of biological residues within the catheter lumens appears to have caused the alleged difficulties flushing and aspirating the device. Proper catheter maintenance and flushing techniques should be employed to prevent the buildup of blood within the catheter.

Event description:
It was reported that fail regurge and flushing after insertion was complete. It was reported this occurred with two devices. This report addresses the first device. Additional information received: it was stated the issue was discovered at the end of the insertion procedure. It is unknown if a new device was placed.